Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, an area of siltex cracking was observed on the anterior aspect. Additionally, a tear within the siltex cracking was observed, measuring approximately 0.7 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 375cc mentor siltex round moderate profile prosthesis and experienced postoperative left-sided deflation. The patient noticed the deflation on (B)(6) 2020. The diagnosis was confirmed by a healthcare professional via a physical exam on (B)(6) 2020. As a result, the patient underwent removal and replacement with an unspecified mentor breast implant on (B)(6) 2020.